Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
After patient insertion, the anesthesiologist concluded that the cuff was not sealing and used a clamp on the fill tubing line of the tube. This clamp kept the cuff inflated through the procedure.